Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient was stable.